Manufacturer narrative:
Continuation of concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Troubleshooting was performed and the oversensing could not be replicated in-clinic with the patient. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.